Event description:
It was reported that the nurse received a notice that the device had rf telemetry suspended for an unknown reason. Device was updated/upgraded which resolved the issue to reset rf telemetry. The patient was stable.